Event description:
Patient was revised to address loosening of the tibial component due to undersizing (right side). Doi approx. Nine (9) months ago.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. Although the exact root cause of the reported loosening could not be determined, information provided in the initial report suggests that the implant size chosen for the initial surgery did not achieve the desired results. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.